Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg; implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was reprogrammed. No further patient complications have been reported as a result of this event.